Event description:
During an incident in 01 involving a female with cardio pulmonary obstruction disease and congestive heart failure who was still "up" and had not gone down yet, this defibrillator prompted "service mandatory" after power on. The battery was replaced with the same results. The patient was transported to a hospital alive. The message with the "service mandatory" prompt was not noted. By the time this event was reported, the defibrillator had stopped prompting "service mandatory" and passed the self test. Both batteries used were not lmc batteries. The mcm has already been cleared.